Event description:
After an implantation period of approx. 91 months, it was reported that the device shows the eri status.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected after explantation of the device. 31 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The current consumption of the ICD was found to be normal and as expected. However, an inconsistency between the amount of charge taken from the battery and the battery condition was noted. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified an improperly assembled insulator, which led to an elevated internal self-depletion. Further investigation showed, that the insulation was improperly assembled due to an individual error during manufacturing of this particular battery. The relevant staff has been retrained. In conclusion, the electronic module has been tested and worked as expected. Analysis of the battery revealed an elevated internal self-depletion within the battery, due to an individual manufacturing error. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event.